Event description:
It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise. The physician reprogrammed the sensing vector from the secondary vector to the primary sensing vector. There were no additional adverse patient effects. The system remains implanted.